Event description:
Customer reported that their tandem mobi pump would not turn on, despite attempts to activate it by pressing the pump button and placing it on the charging pad. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support replaced the pump, and the customer continued using their current backup pump while waiting for the replacement. Additionally, technical support provided instructions for returning the malfunctioning pump using a pre-paid label and advised the customer on the steps to take upon receiving the replacement pump.